Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg) due to it shifting to nearly a ninety-degree angle. The patient underwent a revision procedure wherein the ipg was repositioned and was doing well postoperatively. The ipg remains implanted in the patient and in use.